Manufacturer narrative:
The femoral impactor was returned and evaluated. A visual inspection found that the cover for the anterior and cam arms have begun to chip off. This failure mode has been previously identified and corrective actions have been previously implemented by the supplier in (B)(6) of 2013 to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that top piece of the impactor chipped off during implantation. Previous historic data shows that a serious injury occured due to this same issue. No affectation to the patient was reported.